Event description:
The customer observed a non-reproducible, higher than expected vitros phbr proficiency sample result (m00103 result = 37.5 ug/ml vs. An expected result of 20.3 ug/ml) while using the vitros 350 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the event were to recur undetected with patient samples. No patient samples were affected. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros phbr proficiency sample result was obtained. Patient samples were not affected. An ocd field engineer performed service actions to the ir wash metering subsystem. However, it could not be confirmed that the equipment issues addressed by the service engineer were related to the event, as pre-service and post-service system performance were acceptable. The investigation could not determine a definitive root cause. However, an equipment related issue and/or a vitros phbr slide related issue cannot be ruled out as contributing factors. Additionally, a pre-analytical sample mix-up issue cannot be ruled out as a contributing factor.